Event description:
Customer reported that the insulin pump has some hairline cracks and he was worried that it may continue to get worse and affect the device. Customer stated that the cracks have been very slowly getting larger. Damage is near the reservoir compartment. Device has never been bumped or dropped. Blood glucose value is 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and shifted end cap sticker.